Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a frozen display screen. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. The receiver log was reviewed and firmware errors were observed. The reported event of the screen display bring frozen was confirmed during log review. A root cause could not be determined.